Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda appears to be related to patient conditions and due to thin or friable leaflets. Mitral valve insufficiency/regurgitation resulting in dyspnea appears to be due to the slda. Dyspnea and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and thin and friable leaflets. A mitraclip xtw was implanted, reducing the mr to a grade of 2. On (B)(6) 2024, four months post procedure, the patient returned to the hospital with dyspnea and imaging revealed that the previously implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing the mr to increase to a grade of 4. On (B)(6) 2024, an additional mitraclip procedure was performed. One clip was implanted lateral and one clip was implanted medial to the previously implanted clip, reducing the mr to a grade of 2.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.